Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the morning of this report the actual tubing that goes in the circular part was detached at the quick release and blood glucose level was 297 mg/dl and the string was just dangling. According to the patient, high blood glucose level was due to tubing detachment. The site location was at the waist and the pump was located to the left side of the waist. The infusion had been in use for more than two days. Reportedly, the infusions were stored in the room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that it was possible to detach the tubing connector from the cannula part without activating the quick release function. No further information available.